Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-mar-2026, arthrex was notified via email of a case study published in 2017 by the journal of shoulder and elbow surgery, titled ¿is the stemless humeral head replacement clinically and radiographically a secure equivalent to standard stem humeral head replacement in the long-term follow-up? A prospective randomized trial¿. The study reviewed fifteen (15) patients who underwent anatomic total shoulder arthroplasty (atsa) using eclipse (arthrex) and metal-backed univers mark 2 (arthrex) or univers pe keeled glenoid (arthrex), to address primary osteoarthritis. During the twenty-four (24) month follow-up period, two (2) patients experienced glenoid loosening leading to revision. Source: uschok, stephan, et al. "Is the stemless humeral head replacement clinically and radiographically a secure equivalent to standard stem humeral head replacement in the long-term follow-up? A prospective randomized trial." Journal of shoulder and elbow surgery 26.2 (2017): 225-232.